Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at approximately eight minutes into the ablation phase, fluid was observed leaking from the cervix. No alarm or error messages generated on the system. The cooling phase was initiated and the procedure was completed. Additional follow up information from the clinician confirmed that no burn to the patient occurred. There were no further complications reported with this event. The condition of the patient is reported to be "fine."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.